Event description:
Adverse event(s): "bilateral corneal infiltrates" (corneal infiltrates); "photophobia" (no code available); "redness" (red eye(s)); "ocular discomfort" (discomfort). Product problem(s): "none reported" (no information). An optometrist initially reported that several patients were having reactions to this product. On 03/01/2010, she provided additional information on three patients. The optometrist reported a patient experienced bilateral corneal infiltrates, photophobia, redness, ocular discomfort and contact lens intolerance. She stated the symptoms were a possible solution reaction. The patient discontinued product use and switched to a hydrogen peroxide product. The optometrist indicated she treated the patient with an antibiotic and steroid combination eye drop and the symptoms, which were moderate, resolved. On 03/05/2010, the optometrist provided additional information stating the infiltrates were diffuse. Three mdrs are being filed. This is for the third of three patients.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested from the reporter on 02/04/2010, 02/19/2010 and 03/05/2010. Additional information was received from the reporter on 03/01/2010 and 03/05/2010. (B) (4). (B) (4). (B) (4).